Event description:
A healthcare provider via a manufacturer representative reported that there was a suspected pocket infection and the implantable neurostimulator (ins) was explanted. The leads remained implanted. It was noted that the issue was caused by the patient removing their pocket site dressing and showering 2 days after surgery. The issue was considered resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.